Manufacturer narrative:
One 014627 acl redux screw extractor instrument returned. This instrument is one year old. It is in good condition with the exception of the broken extractor paddle piece. It has been snapped from force. The portion missing is approximately 10mm long. This piece was not returned although the complaint had additional information gathered that indicated that the piece was retrieved from the patient. IFU cautions: ¿as with any surgical instrument, careful attention should be exercised to assure that excessive force is not placed on the instrument(s). Applying excessive forces can result in the instrument¿s failure¿. This instrument passed a torque requirement upon manufacturing release. No root cause related to the manufacturing of this device can be established.

Event description:
It was reported that the surgeon was trying to extract a screw using the redux screw extractor and the extraction shaft snapped. No patient injury reported, all pieces were removed from the patient.